Event description:
It was reported that the patient was hospitalized due to a hematoma over the ipg, implantable pulse generator. The hematoma was drained and the event resolved the same day and the patient was discharged the following day. The hematoma was reported as having a causal relationship to the procedure and not related to the device. Additionally, it was reported that the patient was hospitalized for convenience because he lives far away. The drainage was done as part of standard of care to prevent damage to the ipg, and to prevent in-patient hospitalization. No additional signs or symptoms were reported for the patient. The event was assessed as being non-serious.

Manufacturer narrative:
Correction to field d1: brand name.

Event description:
It was reported that the patient was hospitalized due to a hematoma over the ipg, implantable pulse generator. The hematoma was drained and the event resolved the same day and the patient was discharged the following day. The hematoma was reported as having a causal relationship to the procedure and not related to the device. Additionally, it was reported that the patient was hospitalized for convenience because he lives far away. The drainage was done as part of standard of care to prevent damage to the ipg, and to prevent in-patient hospitalization. No additional signs or symptoms were reported for the patient. The event was assessed as being non-serious.

Event description:
It was reported that the patient who is enrolled in the cartesia extend 3d clinical study, was hospitalized due to a hematoma over the ipg, implantable pulse generator. The hematoma was drained and the event resolved the same day and the patient was discharged the following day. The hematoma was reported as having a causal relationship to the procedure and not related to the device.